Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was in the clinic with a possible pump thrombus. It was noted that patient had been running high pump powers for the past two days. The last lactate dehydrogenase (ldh) level was 1498 u/l and the blood pressure was 115/67. It was reported that the patient had symptoms of dyspnea and dizziness. The patient had a recent inr of 2.8 (with a goal between 2.0 and 2.5) with a nosebleed. The patients coumadin dose was decreased. On (B)(6) 2015, the patient's inr was 1.8. An echocardiogram performed on (B)(6) 2015 showed good inflow position and the aortic valve was opening with each heartbeat. A chest x-ray also showed good inflow position. The patient's pump was exchanged on (B)(6) 2015.

Manufacturer narrative:
Depositions consistent with low flow were confirmed through the evaluation of (B)(4). The device was returned assembled with the driveline (dl) cut approximately 3 inches from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the device and the remainder of the sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was not returned. Examination of (B)(4) upon disassembly revealed depositions of hard, denatured clotted blood throughout the outlet stator and along the body of the rotor. Soft depositions of denatured clotted blood were also found within the inlet stator and outflow elbow. These depositions appeared to have formed likely due to poor surface washing associated with a low flow event. The hard and denatured areas of these depositions indicate these depositions were likely present while (B)(4) was supporting the patient. Although a root cause for the development of the observed depositions could not be determined through this evaluation, the depositions which were present while (B)(4) was operating, would have contributed to the patient¿s reported elevated ldh as well as the power elevations which were captured through the evaluation of the submitted system controller log file. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.